Manufacturer narrative:
No RMA has been initiated. Model r51lxp serial number/date code (B)(4) is approximately 7 years and 2 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. Based on retrospective review, MDR filed.

Event description:
An invacare motorized wheelchair, computer module, battery charger with a battery contained within was present in the back corner of the premises where a fire is alleged. No injury is alleged.